Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the root cause of the sepsis was not determined since there was no evidence to confirm that the infection was due to impella. Abiomed device was sterilized under validated conditions. The failure mode will be monitored and trended.

Event description:
The complainant reported a male patient of unknown age presenting for with acute myocardial infarction and cardiogenic shock for impella support. After approximately 5 days, the impella was removed due to sepsis. The physician alleged the source of the infection was likely the impella device.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.